Event description:
As reported by our canadian affiliates, during implant of a 20mm sapien 3 ultra resilia in aortic position by transfemoral approach, the 14fr esheath+ was prepped and inserted with no issue. The vessel was not pre-dilated. The crimped valve on the delivery system was unable to pass through the non-expanding portion of the esheath+. Many attempts were made at advancing the valve without success. It was decided to remove everything as a single unit. A second esheath+ was prepped and inserted with no issue. The crimped valve on the delivery system was again unable to pass the non-expanding portion of the esheath+. It was decided to carefully proceed by adding constant pressure until the crimped valve on the delivery system passed through the esheath+, but there was an abnormal amount of resistance, and this required an abnormal amount of force. The patient left the room in stable condition with no issues. As per engineering evaluation, a distal tip split was observed on the second esheath+.

Manufacturer narrative:
The product was returned; therefore, a product evaluation was completed. As the device was returned, visual inspection and dimensional testing were completed. Due to the condition of the returned device, no functional testing was able to be performed. Imagery was provided. The returned devices were visually examined, and the following was observed: esheath+ liner fully expanded as designed and tip opened. Distal tip split. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The provided imagery was evaluated and revealed the following: access vessel calcification present. Undersized vessels ('5.5mm minimum luminal diameter required for use of 14f esheath+). Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with difficulty or inability to inflate balloon, resulting in procedural delay. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for sheath distal tip split was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation per device evaluation, the sheath distal tip was split. As per imagery evaluation, there was presence of calcification in the patient access vessel. Sharp calcified nodules could create small tears or weaken the sheath distal tip, making it more susceptible to split. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards/ supplier defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.